Event description:
It was reported that a merlin.net transmission showed far p oversensing. A subsequent lead revision showed the lead was dislodged due to twiddlers syndrome. The lead was explanted. The patient condition was good.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.